Event description:
A periodic review of the programming history database showed the patient experienced an unintended change of settings from a faulted system diagnostic. On (B)(6) 2014, the device was interrogated and programmed, followed by two system diagnostics. When the device was subsequently interrogated, the settings shown were reflective of an interruption in communication during one of the diagnostics. The device's normal and magnet mode output currents were corrected, but the "on"/"off" times were not, and the patient left the physician's office at inefficacious settings. The time settings were corrected during the next available appointment dated (B)(6) 2015. No additional pertinent information has been received to date.